Manufacturer narrative:
Date of event is estimated. The explant date of the device is unknown. Attempts were made to obtain complete event information. Further information was not provided. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted on an unknown date "years ago". Further information was not provided to the manufacturer.